Manufacturer narrative:
The mlx 300w xenon lightsource (00mlx) was returned to the service and repair depot: the device history record (DHR) was reviewed, and no anomalies related to the reported failure were observed. Failure analysis: during evaluation of the xenon lightsource, the unit failed to power on when the power button was pressed. It was discovered that the unit was missing the two fuses inside the power entry module. Both fuses have been replaced to correct this issue. In addition, the unit failed the lamp hard start; the lamp was replaced to correct this issue. Physical damage was discovered on the unit; the left side panel, the mirror and the mirror holder were damaged along with the ac ferrite. The inside of the bezel was warped, which was the result of the mirror being damaged and out of place. The ports on the turrent had burn marks and the turrent spins freely because of the warped bezel. The bezel, ac ferrite, mirror/mirror holder, left side panel and the turrent have been replaced to correct these issues. Root cause analysis: the returned xenon lightsource was received in used condition with damage to the heat shield/mirror holder and paneling due to rough handling/environmental damage. The reported complaint was confirmed. No manufacturing, workmanship, or material deficiency has been identified. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
A facility reported that the mlx 300w xenon lightsource (00mlx) needed lamp and glass filter holder replacement and had burning headlights. It is unknown whether there was patient involvement; however, no injury, death or surgical delay was reported.